Event description:
An endurant aui stent graft was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported the rep went to the hospital to collect the expired aui product, and noted the device had already been used to correct a failed procedure which included a non-mdt device. As per the physician using the endurnt aui with the exceeded shelf life was the only option to correct the previous procedure and was the only device available. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.